Event description:
It was reported to boston scientific corporation on january 29, 2009 that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2009. According to the complainant, during preparation for the procedure, the anchoring balloon leaked. The physician successfully completed the procedure with another prolieve thermodilatation kit. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
The lot number is unknown; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.